Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump dispensed all the insulin from the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/11/2013: the device was returned to animas and evaluated by product analysis on 08/23/2013 with the following results: during investigation, the load step malfunction was verified in the black box but it was not able to be reproduced. The black box also recorded several loss of primes both with zero and force. Visible moisture in display. Performed pump rewind, load, and prime with no loss of prime. Force sensor calibration reading was not in specification. Opened pump and removed from case. Moisture on the display, corrosion on the vibrator motor, and corrosion on the force sensor plate. Removed force sensor plate. Corrosion in the force sensor. Force sensor plate resistance reading was not in specification. Leak test failed due to display lens leak. Unrelated to the complaint, the display was faded and pink. Removed displayed and placed new good display in and contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.